Event description:
In 2008 at 7:06 am, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the one touch ultra meter is giving inaccurate low readings. This medical affairs specialist contacted the patient to obtain more information. On two days earlier at 8:05 am, the patient woke up and obtained a glucose reading of "138 mg/dl." The patient was asymptomatic at the time of concern. At 8:10 am, the patient took her usual 25 units of 70/30 humulin. At 8:20 pm, the pt developed symptoms described as "shaky and fast heartbeat." The reporter gave the pt orange juice and sugar water. The patient reportedly felt better at 9:10 am. The pt did not require any further medical intervention and did not test on any other meter. The reporter indicated that if the patient's reading were below 125 mg/dl. She would have made sure that the patient had something to eat before giving her insulin. The pt's diabetes medication regimen has not been recently changed. During troubleshooting, the customer care advocate verified that the unit of measurement was correctly set to mg/dl, the punctured area was cleaned appropriately, and the testing technique was correct. This complaint is being reported because te reporter claimed the pt became hypoglycemic soon after obtaining the meter result. The reporter further noted that, had the meter reading been 13 mg/dl lower, the reporter would have provided food/beverage prior to administering insulin. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.